Event description:
It was reported that the patient came into the clinic with complaints of the heart pacing too fast. The patient also indicated feeling irregular heartbeats and low energy. Upon interrogation, a lead warning was noted on the atrial lead for high impedance. The lead also had multiple mode switches due to unipolar oversensing. Noise was noted on the lead after switching to unipolar. The patient was also pacing in the ventricle twenty percent of the time which had not happened in the past. The lead was switched back to bipolar mode and remains in use. It was later reported that the lead impedance and threshold continued to increase. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The save to disk file (B)(4) shows an atrial lead alert on (B)(4) 2012. The atrial impedance at implant of 616 ohms, and the atrial lifetime impedance maximum/minimum of 821/548 ohms.